Manufacturer narrative:
(B)(4). The device was not returned for analysis. The lot history record for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Reportedly, a femoral angiogram was not performed to verify the puncture site. It should be noted that the deployment sequence in the perclose proglide instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. Based on the information reviewed, the reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using two proglide devices with a 6f sheath after an interventional left arteriogram procedure. Reportedly, there was a needle deflection for both devices. Another proglide device was used to achieve hemostasis. Femoral imaging was not performed to verify the location of the puncture site, however, after the puncture was performed the arteriogram showed calcification at the access site. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.